Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left main coronary artery. A 5.0mm x 15mm quantum maverick balloon catheter was advanced for use. However, when the physician gave pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complication were reported and the patient's status was stable.

Manufacturer narrative:
Corrections: d4 lot number from 0023736538 to 002441079. D4 expiration date from 05/02/2022 to 09/10/2022. H4 device manufacture date:from 05/03/2019 to 09/11/2019. Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. There was a pinhole 4mm distal from the distal marker band. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon ruptured.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left main coronary artery. A 5.0mm x 15mm quantum maverick balloon catheter was advanced for use. However, when the physician gave pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complication were reported and the patient's status was stable. It was further reported that balloon ruptured during first inflation and was simply removed from the patient's body without any intervention.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left main coronary artery. A 5.0mm x 15mm quantum maverick balloon catheter was advanced for use. However, when the physician gave pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complication were reported and the patient's status was stable. It was further reported that balloon ruptured during first inflation and was simply removed from the patient's body without any intervention.

Manufacturer narrative:
Corrections: d4 lot number from 0023736538 to 002441079. D4 expiration date from 05/02/2022 to 09/10/2022. H4 device manufacture date:from 05/03/2019 to 09/11/2019.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left main coronary artery. A 5.0mm x 15mm quantum maverick balloon catheter was advanced for use. However, when the physician gave pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complication were reported and the patient's status was stable. It was further reported that balloon ruptured during first inflation and was simply removed from the patient's body without any intervention.